Event description:
Per the audiologist, the pt reported static, intermittency and a decrease in sound clarity when using the cochlear implant system. Integrity tests done two days in 2007, and 2008 were consistent with normal receiver/stimulator function with multiple short circuit electrodes. Deactivation of the intermittent and short circuit electrodes did not alleviate the problem. The pt has a implant in the contralateral ear. Explant/reimplant surgery is scheduled for 2009.

Manufacturer narrative:
This report filed, december 08, 2008.